Manufacturer narrative:
D3, g1= united states e1 = canada. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to use for an unknown procedure, the tip of a safe-t-j rosen catheter exchange wire guide unraveled in the physician's hands upon removal from the packaging. The device did not make patient contact. Another wire was used to complete the case. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, prior to use for an unknown procedure, the tip of a safe-t-j rosen catheter exchange wire guide unraveled in the physician's hands upon removal from the packaging. The device did not make patient contact. Another wire was used to complete the case. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in house or out in the field. Based on the information provided and the results of the investigation, cook concluded that a component failure, unrelated to the design or manufacturing of the device, caused this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.